Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant, the batteries in the patient's chest keep moving up and down and sometimes will flip up under their skin while they are sleeping. The patient said their surgeon tried to do something on the right side by attaching some tissue and tacking it down in (B)(6) of 2021 but it broke loose, pulled away. The patient said the one on the right will push into their shoulder and that was a sore shoulder. The patient said the left pushes into their collarbone and breast. The patient said they are uncomfortable, no matter how they sleep or roll over they have pain. The patient asked if the manufacturer has heard of that happening to patients. Reviewed information from labeling. The patient said they went back to the surgeon after the right side came loose and the doctor asked? "What do you want me to do?". The patient is concerned and wants relief. Reviewed doctors can call technical support. Offered and sent listings of other dbs doctors in their area along with the patient therapy guide. Encouraged the patient to continue working with their doctor to resolve the issue.

Event description:
It was reported by the patient, that ever since both implants were put in, both of the implants had moved around. The patient said, that the corners of the implants were jutting out. And uncomfortable when they would sleep, because the implants would 'jam into" the neck. Pt said, one of the implants felt like it ticked off a nerve in their arm every once in a while. The pt said, the devices would flip, making them unsure if the leads had twisted. Pt noted, in (B)(6) 2021, the surgeon had gone in surgically and sutured down the batteries. Still, a couple of weeks later, the sutures had pulled and broken. And they could feel a burning sensation at the implant site. And the implants started moving around again. Pt said, they hadn't developed scar tissue around the implants for some reason. The issue was not resolved. The patient has an upcoming appointment in july.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.